Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) verified the malfunction. The se inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The unit passed extended self-testing.

Event description:
The customer reported that an 840 ventilator had a blank screen. The ventilator was not on a patient at the time of the event.